Manufacturer narrative:
The device was returned to olympus for evaluation, and during inspection and testing, the allegation was not reproduced; however, there is a chance that the scope communication errors could have occurred. In addition to the reportable findings documented in b5, the following nonreportable findings were; the angles were insufficient due to the angulation wire had become longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during a diagnostic bronchoscopy their evis lucera elite bronchovideoscope had the following reportable event; the image is abnormal, and the screen goes black when turning the angle, scope communication error (b30 & e216) and endoscope connector contacts were worn. There was no patient harm, or injury, however there was a five-minute procedural delay while the device was changed out and the procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by the customer and the legal manufacturer's final investigation. According to the customer, the device was inspected before use and there were no abnormalities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, as the reported issues could not be reproduced, root cause could not be identified. Olympus will continue to monitor field performance for this device.